Event description:
It was reported that during the implant, the rv lead helix did not extend properly even with numerous turns. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. There was blood in/on the helix mechanism (sleeve head) and distal conductor (not obstructed).